Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "needle is popping off of suture during procedure". Additional information received states that "when the surgeon is tying knots or when he goes through the vein graft and pulls up, the needle is popping off easily. At least 2 extra packs were opened to get on that didn't pop off. All were from same lot number. It appears to be from the same event. No other information was provided". No patient harm or injury. The patient status is reported as "fine". See associated mdrs # 3004365956-2024-00086 and 3004365956-2024-00087.